Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in canada alleging her onetouch verioiq meter was displaying inaccurately high compared to her feelings or normal results and compared to a healthcare professional (hcp) meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 2 months prior to contacting lfs, the patient felt symptoms of ¿shaky sweaty, dizzy, blurred vision¿ immediately before testing on the lfs meter. The patient reported she tested on the lfs meter and obtained a reading between ¿12-15mmol/l¿ which she compared to her feelings, she believe it was too high. The patient reported she normally takes a combination of medications including humalog 8 units in the morning, 10 units at lunch, 12 units at supper and 60 units lantus at night. However the patient reported she made no changes to her normal diabetes management routine due to the alleged issue. Sometime later the patient reported she went to the emergency room (ER), and the ER meter tested to be ¿2-3mmol/l¿ and she was given orange juice to increase her blood glucose by an hcp. At the time of troubleshooting, the patient did not have testing supplies at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she delayed treatment which caused her to have a severely hypoglycemic blood glucose and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.